Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant medical products: carto mapping system s/n: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter ablation procedure using a smart touch bidirectional catheter and suffered a complete heart block. The catheter was positioned on the high and anterior right atrium. The signal was obtained from his electrogram 2.8 cm from ablation tag. The patient was then implanted a dual chamber pacemaker and fully recovered. The patient did not require extended hospitalization because of the adverse event. The physician assessed the cause of this adverse event was procedure-related.